Manufacturer narrative:
Concomitant medical products: 1888tc lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the developed an infection. The patient was hospitalized and the device will be explanted. The device remains in use. No further patient complications have been reported as a result of this event.